Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported suture separation during knot advancement. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary interventional procedure with a small bore sheath. Reportedly, the suture broke while advancing the knot. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.